Manufacturer narrative:
On (B)(6) 2015 a medtronic field service engineer replaced the mvs (mobile viewing station) computer. This resolved the issue. System passed all functional testing after computer replacement. Analysis of suspect computer as follows: confirmed reported problem "3d spins failing." Mvs computer failed bench testing due to database error displaying "an error has occurred that may have damaged the systems data base." Virus scan was performed and successful. Installed mvs computer in test o-arm system and performed raid, followed by software install (3.1.6) and computer is now functioning as expected. Both 2d and 3d imaging is successful. Corrupted o-arm application causing database error. Software functionality problem. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spine trauma case the o-arm system displayed a "frame rate error" and "3d disabled error" message while attempting to acquire a confirmation 3d scan. The error occurred after the navigated portion of surgery was complete. They used c-arms instead for the placement verification. No harm to the patient occurred.